Event description:
It was reported during a laparoscopic cholecystectomy the clip applier was placed into the pt and the clips started falling out of the applier into the pt's abdomen. The surgeon fired the er320, the clips scissored and did not hold. It is unk if the scissored the clips were removed and replaced or it add'l clips were placed. There is no add'l info available at this time. The fdc15 lot number is k4818z. There was no pt consequence. 11/5/97 the rep reports prior to this procedure the surgeon had used a competitor's product and is now upset about exclusive contract between the hospital and ees. She adds the surgeon does not do alot of dissection and clips in a quick manner.